Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the tip of the catheter broke. Upon completion of a thrombectomy procedure, during the removal of an angiojet zelantedvt from the sheath outside the patient, it was noted that the tip broke. No patient complications were reported and the patient was okay.